Event description:
On (B)(6) 2011, coopervision rec'd a call from a practice regarding a pt who attended a hospital and had been diagnosed with a corneal ulcer, stating the lenses were the cause. The original lenses were destroyed, and the practice requested the remaining lenses from the pt. As of (B)(6) 2011, the practice had not rec'd any other form of communication from the pt or the treating health care professional. They were unable to confirm the diagnosis of a corneal ulcer as they did not treat the pt.

Manufacturer narrative:
Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.